Event description:
Description of the reported complaint: on an unknown date, the patient underwent a surgical procedure where a cancello-pure wedge xenograft was implanted. On an unknown date, the patient experienced continuous serous drainage 18 weeks post-operatively with no infection noted. The graft was explanted and no incorporation of the graft was noted during the procedure.

Manufacturer narrative:
Investigation: batch identifier(s), unique serial identifier(s), or surgeon identification associated with this report was not provided. Rti was unable to conduct a thorough investigation of associated manufacturing and internal records. The results of our internal investigation was limited to a comprehensive review of the manufacturing process for cancello-pure wedge grafts as no batch number, unique serial number, or patient information was provided. Cancello-pure xenografts undergo two validated sterilization methods; biocleanse and post packaging gamma irradiation at a validated dose to achieve a sterility assurance level (sal) of 10 - 6 prior to release. Conclusion: a re-review of biocompatibility validations and comparison of processing techniques, samples of representative manufacturing episodes, foot/ankle literature review and additional in vivo and in vitro testing of various bovine products was conducted by rti in 2009. The results of this investigation did not identify an agent or event intrinsic to the graft material or processing methodology that would contribute to the type of experience reported in this complaint. Based on literature review, it is not uncommon for complications to occur in foot and ankle surgical procedures. Numerous reports document complications associated with these procedures. Complications include general inflammatory responses, infections, non-union, hardware failure, or revisions requiring additional procedure.